Manufacturer narrative:
(B)(4). It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and renal artery occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm and a unilateral iliac artery aneurysm using gore® excluder® conformable aaa endoprostheses. It was noted that a gore® excluder® iliac branch component was used in the patient's right common iliac artery and a gore® viabahn® vbx balloon expandable endoprosthesis was used in the patient's right internal iliac artery. Tortuosity of the patient's left and right external iliac arteries was noted. Reportedly, during the index procedure, it was observed that the gore® excluder® conformable aaa trunk-ipsilateral leg component was slightly covering the patient's right renal artery. Reportedly it was felt that the coverage was not enough to warrant moving the device or additional stenting of the renal artery. On or about november 14, 2022, the patient presented with a right kidney issue. It was reported that a CT was performed and an issue was observed with the size and perfusion in the patient's right kidney, as well as a reduction in glomerular filtration rate (gfr). It was reportedly suspected that the patient's right renal artery was occluded by the conformable trunk-ipsilateral leg component, and it was further suspected that the device had migrated approximately 10mm proximally. The diameter of the patient's aorta at the proximal landing zone of the conformable trunk-ipsilateral leg component was reported as approximately 21-22 mm. On or about (B)(6) 2022, it was reported that an attempt was made to cannulate the patient's right renal artery in an effort to stent the artery. In addition, an attempt was made to pull down the implanted device. Both attempts were unsuccessful. The event is ongoing.

Manufacturer narrative:
A.4. Patient weight: asked but unavailable b.7. Other relevant history, including preexisting medical conditions: asked but unavailable d.10. Concomitant medical products and therapy dates: asked but unavailable h.6. Type of investigation: code b15 - images were provided, and an imaging evaluation was performed. H.6. Investigation findings: code c19 - the imaging evaluation found the following: three time-points of images available for evaluation: pre-implantation cta jpeg images from the field dated (B)(6) 2022, intra-operative angiogram dated (B)(6) 2022, and post-implantation cta dated (B)(6) 2022. -according to the fsa/cs, proximal neck diameters on the pre-implantation cta jpeg images, the proximal neck diameters ranged from 21.8mm ¿ 22.3mm. -intra-operative angiogram images dated (B)(6) 2022 show that the undeployed device appears to be at the level of the right renal artery (rra) with the c-arm projection provided. The partially constrained proximal end of the device shows a proximal device marker within the level of the rra origin with the c-arm projection provided. On the 7:14pm angiogram run there appears to be less contrast density in the rra compared to the lra. Ballooning is noted in the proximal device at 7:40pm. Contrast is visualized in both renal arteries with similar density and flow continues throughout the implanted devices at 7:48pm. -post-implantation cta dated (B)(6) 2022 shows that there appears to be possible thrombus in the proximal right renal artery (rra). One of the proximal device markers is located at the right renal artery origin. Aortic diameter at the rra appears to be 23.5mm. Aortic diameter 15mm distal to the rra appears to be 21.8mm. The proximal circumferential device appears to be ~2mm distal to the rra. Migration of the device cannot be confirmed without knowledge of the c-arm angulation on the intra-operative angiogram or dicom imaging from a previous post implant cta. On axial imaging the actual origin of the rra is not visualized, thereby supporting the possibility of thrombus in the proximal rra. There is flow within the rra distally and within the right kidney. There appears to be coverage or partial coverage of the rra. The right kidney appears to be smaller in size than the left kidney. Cannot confirm there has been a change in size without pre-implantation dicom cta imaging. There appears to be flow within each kidney. H.6. Investigation conclusions: code d12 added according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper endoprosthesis component placement, component migration, and renal artery occlusion, contrast toxicity, insufficiency, and/or failure. Furthermore, the IFU states, "caution: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur". A.1. Patient identifier updated g.4. PMA/510(k)number corrected h.6. Investigation findings: code c21 updated to code c19 h.6. Investigation conclusions: code d16 updated to code d1101